Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported, a right side rupture. Confirmed with ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening assessed, as surgical damage. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture confirmed with ultrasound. Device remains implanted.